Event description:
It was reported while using maxplus pressure rated extension set with removable needleless connector there were connection issues and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: male luers are leaking around the male luer and the ¿gap¿ where the spin collar can move back and ¿click¿ into place. The nurses try to move the spin collar back and click it into place but they are reporting it doesn¿t always stay clicked into place.

Manufacturer narrative:
Investigation summary: a video and a photo was provided by the customer for quality investigation. The customer complaint of luer fittings incompatible could not be verified after review of the video and photo. The photo shows what appears to be the male luer body in a "bent" position in comparison to the securement collar. The ability of the securement collar to look bent is a result of the tight tolerances of the component. The securement collar can lie in a position that may give the visual effect that the luer is bent, however, it is a common occurrence and a result of the design of the male luer connector. The video that was provided by the customer show that the male luer connector was "clicking" when pushed back, this is also a result of the luer design and does not effect the effectiveness or function of the luer connector. Additionally, the customer complaint of flow issues - fluid blockage could not be verified due to not sample being received, and the video and photo submitted does not show the flow issues the customer is reporting. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was not determined due to a physical sample not being provided.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using maxplus pressure rated extension set with removable needleless connector there were connection issues and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: male luers are leaking around the male luer and the ¿gap¿ where the spin collar can move back and ¿click¿ into place. The nurses try to move the spin collar back and click it into place but they are reporting it doesn¿t always stay clicked into place.